Manufacturer narrative:
The calibration and qc were acceptable. The alarm trace showed there were ise noise errors present on the day of the issue. Also, there are abnormal aspiration (sample probe) and abnormal aspiration (sample probe b) errors present. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service representative found that the insulator that is attached to the sipper nozzle was separated and was not on the sipper assembly allowing static interference. He reinstalled the insulators and adjusted the sipper nozzle to prevent contact with the sample probe during dispense into mixing vessel as a preventive measure. He performed ise checks that were within specification. The customer performed calibration, qc, and a precision test with all results being within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect ci for gen.2 and ise indirect k+ for gen.2 for 2 patient samples on a cobas 8000 cobas ise module. Patient 1 (ID: (B)(6)): the initial chloride result was 114 mmol/l and the repeated result was 102 mmol/l. The initial potassium result was 3.4 mmol/l and the repeated result was 3.9 mmol/l. The initial chloride and potassium results were reported outside of the laboratory. The chloride result was corrected to the repeated result as it matched the patient's previous chloride result. The initial potassium result was not corrected because the initial result was within the allowable range. The repeated chloride result was tested on a abl 800 flex blood gas analyzer. Patient 2 (ID: (B)(6)): the initial chloride result was 130 mmol/l and the repeated result was 116 mmol/l. The initial potassium result was 5.6 mmol/l and the repeated result was 6.3 mmol/l. The initial results were reported outside of the laboratory. The chloride result was corrected to the repeated result. The initial potassium result was not corrected because the potassium result from the abl 800 flex blood gas analyzer was 5.9 mmol/l. The repeated chloride result was tested on a abl 800 flex blood gas analyzer. The repeated potassium result was tested on another ise module (ise 1). The chloride electrode lot number is x57 with an expiration date of 13-jun-2021. The potassium electrode lot number is p66 with an expiration date of 18-aug-2021.